Manufacturer narrative:
Analysis was unable to prime the unit during the prime test due to a faulty force sensor resistor. Analysis was unable to perform the excessive no delivery test due to a prime anomaly. The unit was received with a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer called in to report several no delivery alarms. The customer's blood glucose level was 280 mg/dl. The customer declined to troubleshoot and request a replacement device be sent. The product was returned for analysis.